Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 bubble detector cushions were found to be deflated during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched the facility to investigate. The service representative was unable to identify the issue on site. The bubble sensor was returned to sorin group (B)(4) for further investigation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 bubble detector cushions were found to be deflated during a procedure. There was no report of patient injury.